Event description:
During insertion of a self-contained midline catheter device, malfunction occurred and catheter broke with wire remaining threaded through lumen. Clinician unable to fully withdraw wire and broken catheter - vascular surgeon consulted.